Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky button. Customer¿s blood glucose level was unknown. Customer reported that the down arrow button was sticky. Customer reported that the grinding noise during rewinding, reject new battery and battery need to change every week and haziness on screen look like there was moisture behind screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm or rewind anomaly noted during testing. All the buttons functioned properly and no moisture damage on keypad traces or under the lcd screen noted. Keypad connector was fully locked. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, battery power loss alarm, failed battery test alarm or battery longevity noted during testing or in the device trace download. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).